Event description:
I am reporting a problem with the dexcom g7 blood glucose monitor. If people travel overseas and their phone is stolen, they cannot load the dexcom app on a new phone due to geofencing. If they try to update the app while overseas, they will lose the app. This is not an issue with the dexcom g6. Customer support advises that people can create a new apple account in the foreign country and download the g7 for that country. Unfortunately, this does not work if the person does not have a local address associated with their credit card. This is a serious problem for diabetics that rely on the g7 to monitor blood glucose and operate an insulin pump. The product should be labeled "potentially unsafe for use in another country" and explain this issue so that people from the u.s. Do not update while overseas and do not depend on their g7 to manage type 1 diabetes when traveling. I have type 1 diabetes as do many friends and we are concerned about this issue for ourselves and especially for people who travel and are not aware of the problem with the g7.